Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the evis exera ii ultrasound gastrovideoscope had something stuck in channel. The issue occurred during a therapeutic endoscopic ultrasound (eus)/endoscopic retrograde cholangiopancreatography (ercp) and was completed using the same device. There were no reports of patient harm.

Event description:
No additional information received from the customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation and additional information. Based on the results of the investigation, and since the initial device malfunction was not confirmed during evaluation, the definitive root cause of the reported issue could not be determined. Additionally, the investigation confirmed the presence of a biohazard unit at the distal tip. However, the definitive root cause could not be determined. Olympus will continue to monitor field performance for this device. Updated fields: b5, d9, h2, h3, h4, h6, h11.